Event description:
It was reported from a patient that the handset was showing the implantable neurostimulator (ins) battery had less than 6 months rem aining. The patient was told that the ins battery would last 5-7 years, so agent flagged the call due to the patient's allegation that the ins battery did not last as long as expected. The patient stated that their hcp wants to schedule the ins replacement procedure, but the patient heard about other implantable options and wanted to know if it was any better than their current implantable. Agent reviewed general information and redirected the patient to their healthcare provider for further discussion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.